Event description:
The sales rep is reporting that the facility noticed metal shavings falling into the pt when they were using a fishmouth lupine drill guide. The rep mentioned that the drill guide may have been bent. The surgeon removed the metal shavings with a shaver without further incident or harm to the pt.

Manufacturer narrative:
The complaint device has yet to be received by the complaint facility. However, we believe that this type of event is mostly technique related. Extensive lab testing has shown that under normal conditions, the event mode could not be duplicated. However, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against the inner surface of the drill guide, causing some metal to shave off of the drill guide, the reported condition was duplicated. There has been some mfg process changes made to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device is received here at mitek, it will be subjected to root-cause failure analysis. If the analysis identifies any other definitive root cause, a follow-up report will be filed.